Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the lid, 3 port valve, tub level sensors, and sensors. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had a cracked lid. Additionally, the customer reported receiving an e12 "insufficient amount of disinfectant solution" error as well as an e81 "process cannot be properly controlled" error. The customer reported the e81 error occurred twice causing a loss of acecide. The customer stated there were no errors prior to this occurrence but there is not normally an error before draining the disinfectant based on expiration. The customer reported there were no leaks or strong disinfectant smells. The customer was able to drain the disinfectant. This event is reportable based on the device having a cracked lid. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial reporter's position and to provide the results of the manufacturer's investigation. It was previously reported the initial reporter was not a healthcare professional. The initial reporter provided their position at the facility as equipment technician on (B)(6) 2021. The following fields were updated. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the cracked lid could not be established. A possible cause includes impact by a scope or another hard object during handling. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out: the lid is not cracked, broken, or otherwise damaged". Olympus will continue to monitor the field performance of this device.